Event description:
Event description cpi received information that this implantable pulse generator (ipg) couldn't be communicated with. The ipg could be interrogated outside of the pocket but the physician couldn't interrogate the ipg after the pocket was closed. The ipg was implanted in the same site as the existing automatic implantable cardioverter defibrillator (aicd). The physician elected to reopen the pocket and explant the ipg.